Event description:
Customer reported with an issue of " fibers (foreign material) found in the channel" . The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. There is no patient infection associated with this event reported.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: inspection found fibers (foreign material) in the channel. Furthermore, the following findings during inspection were noted on the device: a-rubber (distal end) found stretched. A-rubber glue (insertion tube) peeled off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the foreign material which was found in the channel. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation determined that the fibers may have come from the inside of the forceps channel. However, the exact source, or cause, was unknown because the user facility did not provide additional details regarding the reprocessing of the device. The root cause of the problem was not established. Olympus will continue to monitor field performance for this device.